Event description:
It was reported that the fiber melted from the tip to approximately two inches from the fiber guide during prostate vaporization, destroying the fiber and fiber sheath. This was the third of three fibers utilized in the procedure. Reference MFR report numbers 2937094-2012-00215 and 2937094-2012-00226 for the additional product problem reports. Reference MFR report number 2937094-2012-00214 for the adverse event report.

Manufacturer narrative:
The fiber was returned to the manufacturer and analyzed. The visual inspection confirmed that the shrink tube and fiber jacket were melted and burnt and were broken into pieces 11 1/2 inches down from the fiber tip. The fiber cap condition would result in reduced vaporization efficiency and may also result in a forward-firing condition of the side-firing fiber. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.